Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015.statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿

Manufacturer narrative:
Engineering review by a medtronic imaging specialist of the exams provided found image quality did not cause the surfacemerge registration to fail. Further review of the videos provided showed that ideal registration technique was not used. It was noted that proper technique combined with reduction in potential clinical failures, such as frame movement and anatomy movement, will provide the best patient outcomes. The instructions for use (IFU) that accompanies the device contains information related to proper surfacemerge registration technique. The software investigation found that the software functioned as designed.

Event description:
A medtronic representative reported that during a spinal fusion procedure the surgeon was unable to successfully register the patient. The site was using surface merge after a point merge registration. The 6th point was obtained, and then the medtronic representative reported the point moved to another location which was completely different from the target vertebral body. The problem persisted after the point was retaken four times. The registration was then re-attempted using after importing another patient exam. The registration was then completed successfully and the surgeon completed the procedure with the use of the navigation system. After the procedure it was reported that there was patient bleeding. No additional details regarding the bleeding or the patient status were provided.

Manufacturer narrative:
The bleeding was reported to have been slight and occurred throughout the procedure while attempting to register. It was later reported that the patient developed an infection and returned to the hospital a week later for treatment. Neither the bleeding, nor the infection were alleged to have been caused by the navigation system. Further analysis by engineering found that during surface merge, the system is attempting to align the registration points with the exam. The registration points may shift and move on the exam as the registration is refined from the collection of additional registration points. The user should complete the surface merge by collecting at least 30 registration points and achieving a geometry constraint of 100 percent as stated in the software instructions for use. The user may then move to "navigation". The CT exam did not contain any registration points so no analysis could be made regarding registration of the exam from this event.

Manufacturer narrative:
Patient information was unavailable from the site. A review of the patient scan by a technical service specialist found the scan had different spacing and thickness, the head anatomy was included in the exam and the fov was greater than 18cm. The 3d model was also blurry. It was determined the provided exam was not completed to medtronic imaging protocol. Instructions regarding the medtronic imaging protocol include guidance on spacing and thickness: "use a constant slice thickness", fov requirements: "spine scans: up to 18 cm (180 mm) to completely encompass all vertebrae of interest", and scan coverage area: "scan coverage should include one-half vertebra above and below the region of interest." Medtronic navigation is filing this MDR to ensure visibility to a patient event as a result of a procedure that utilized medtronic navigation's stealthstation s7 system. There is no allegation to suggest that medtronic navigation's device caused or contributed to the reported event.